Manufacturer narrative:
On 01/10/2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation in the breast saline implant. During evaluation of the device, a tear was observed on the anterior aspect, measuring approximately 0.3 cm. Microscopic examination of the edges of the tear gave no indications of instrument damage. No other anomalies observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The second product received is a concomitant device, no further analysis is required. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left breast prosthesis deflation. Concomitant medical products: mentor siltex round moderate profile 275cc saline breast prosthesis, catalog #3542640, lot #93202. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a(B)(6) hispanic female patient underwent a primary breast augmentation procedure with a mentor siltex round moderate profile 275cc saline breast prosthesis that deflated after implantation. Deflation of the patient¿s left breast prosthesis was confirmed by a doctor. As a result, the patient underwent bilateral explantation and replacement with allergan breast prostheses on (B)(6) 2019.